Event description:
Dexcom g6 transmitter was installed on (B)(6) 2016 and it stopped working failed to transmit 23 days into a 90-day use. Called the company and they had no fix and new device needed and will be delivered 3-5 business days. This is a lifesaving monitoring device that has stopped working and not monitoring my insulin levels. I have no way to know when I am going into a low to adjust my levels. When I called, they need the device failed and did not notify me. FDA safety report ID # (B)(4).